Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many devices demonstrated the failure in each case (how many showed pull-off, how many had broken needles, and how many had bent needles)? Did the reported issue contribute to any patient adverse consequences? Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During surgery, the suture used for vascular repair failed, forcing the use of multiple packings. These evidenced the following defects: split needle, bent needle, detachment of the needle thread. These failures prevented the effective use of the suture during the surgical procedure. It should be noted that four different sutures were used, all corresponding to the same batch. It should be noted that it was a product test surgery. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.